Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to patient anatomy a mircodislodgement was suspected on the right atrial (ra) lead three days post implant. No allegations were made against the lead however, high thresholds, low impedance and undersensing of p-waves were noted due to the dislodgement. The lead remains in use. No patient complications have been reported as a result of this event.